Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target was located in the moderately tortuous and moderately calcified popliteal artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was simply removed from the patient and the procedure was completed with a 2.5mm percutaneous cutting balloon catheter. No patient complications nor injuries were reported.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target was located in the moderately tortuous and moderately calcified popliteal artery. A 2mm x 40mm x 145cm coyote¿ es balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was simply removed from the patient and the procedure was completed with a 2.5mm percutaneous cutting balloon catheter. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The tip is damaged. Microscopic examination revealed that the balloon has a pinhole at the distal markerband. There is no indication the device was inflated over rated burst pressure (rbp). The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).